Manufacturer narrative:
Customer has indicated the complaint sample will be returned to (B)(4) for evaluation. Once (B)(4) receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Information received by stryker orthopaedics. Device not returned to manufacturer.

Event description:
It was reported during an anterior total hip case - while operating room staff was taking the handle apart and slid the pieces out of the tube, the weld broke at the 30 degree angle - witnessed by the sales rep., clean break. There were no adverse events reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation, therefore the reported event cannot be confirmed. A process review was performed and no discrepancies were found. From the date of the offset reamer handle had been manufactured and shipped for distribution to the customer, to the date the event had occurred, the instrument had experienced approximately 7.0 years (84 months) of use. In addition, it is unknown as to how many surgical procedures (cycles) this reamer has gone through throughout the 7.0 years in the field. No further investigation required. Device not returned to manufacturer.